Manufacturer narrative:
(B)(4). Evaluation: result: (other): visual inspection of the returned product showed a piece of the lens was torn off and missing. (B)(4).

Event description:
It was reported that the micl12.6 implantable collamer lens tore as the surgeon was inserting it into the eye. The lens was removed and the back up lens was implanted without any pt injury. The reporter stated the incident was the result of the lens not being properly aligned in the cartridge.